Event description:
There was an allegation of questionable lipase results from the cobas 6000 c 501 module. Patient 1 initial result was 218.2 ui/l and the repeat results were 45.9 ui, 87.1 ui/l, and 45.0 ui/l. Patient 2 initial result was 471.6 ui/l with a data flag. The repeat results were 61.1 ui/l with a dilution, 22.8 ui/l, and 22.9 ui/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 678080. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer checked the hydraulic lines and found biofilm contamination in the hoses. He performed decontamination of the hydraulic lines and volume adjustments of the washing and adjustment stations for the sample and reagent pipettes. He checked the syringes and seals, adjusted the gear pump, and checked the connectors of the reagent pipettes. As the same reagent was used for the repeat testing, a general reagent issue was excluded. The customer did not perform qc on the date of the event. The investigation determined the service actions resolved the issue.